Event description:
The caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer initially did not see any resolution after trying the provided troubleshooting steps, so technical support sent a replacement tandem cable and wall adapter. Upon follow-up, using these replacement charging supplies resolved the issue, and no further assistance was required.